Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was found stuck to the electrodes. Additionally a smart ablate generator sn (B)(4) and a unknown pump was used. Heparin was used. Once the catheter was removed, flow errors were noticed. Coagulum occlusion was noted on the distal tip of catheter. The tip was then flushed but nothing came off. Catheter was then replaced to resolve this issue. Since completion of the ablation procedure, the patient has not exhibited any neurological symptoms. Generator parameters were not provided. There was no patient consequence. Temperature, impedance, and power used is unknown. This event has been assessed as a reportable malfunction.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/01/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was found stuck to the electrodes. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).